Event description:
It was reported that the unit has a broken tip.

Manufacturer narrative:
The product was returned for investigation. Upon visual inspection of the unit on (B)(4) 2013, a compromised insulation was confirmed. We are reporting at this time and block g4 has been updated accordingly. It was confirmed that the distal tip of the unit does not have any missing metal. However, the insulation is pushed back and is not at the original location. Possible root causes are (1) multiple uses of flash sterilization (2) rapid cooling after sterilization and/or (3) contact with metal tray during sterilization. In sum, the product was returned for investigation and a compromised insulation failure mode was confirmed. The failure mode will be monitored for future reoccurrence.